Event description:
Patient called stating that every time his controller was manipulated that it would beep. Patient came to hospital to have controller switched. Beeping has resolved since controller switch.